Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: "your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof".

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly the pump had been exposed to water. Customer¿s blood glucose level was 176mg/dl. The customer reverted to an alternate method in insulin therapy.